Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message upon powering on" was confirmed during the functional testing and the archive data review. The root cause for the ua45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. User advisory is a clearable error message, ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Upon visual inspection, noticed a missing and a worn out head restraint and a cracked bottom enclosure. The probable root cause for the observed physical damage could be due to normal wear and tear of the platform or could be due to user mishandling. The autopulse platform was manufactured in 2008 and is 12 years old, past the expected service life of 5 years. The top cover and the bottom enclosure needs to be replaced to address the physical damage. During initial functional testing, the autopulse platform displayed ua45 error message upon powering on. The archive data review showed occurrence of ua45 error message on the reported complaint date. The drive shaft was rotated to home position to clear the ua45 error message. Upon customer approval, service will be performed and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
After changing the lifeband and upon powering on, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. Per user, the reported issue occur after dropping the patient at the hospital and the platform worked as intended during the patient use. No patient involvement.